Event description:
Pt states that the pump will not proceed beyond the pump screen. Pt spoke with physician and was instructed to convert back to injections. Insulin injections were administered at home.